Event description:
It was reported that the tubing of this inflatable penile prosthesis (ipp) got kinked; therefore, the patient could not use the device. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.